Event description:
It was reported ¿catheter leak on a 5fr t/l powerpicc solo.¿

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 5 fr triple lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. A relatively large bulge was observed in the catheter between the 40 and 41 cm depth markers. Each lumen of the catheter was flushed and pressurized with a 12 ml syringe of water. The white lumen was found to be patent to infusion and aspiration. The grey lumen was found to be partially occluded with a reduced flow rate. A leak was observed emanating from a relatively large longitudinal split in the red lumen of the catheter around the 39 cm depth marker. The red lumen was found to be occluded past the split in the catheter. A microscopic observation revealed the edges of the split were straight and the fracture surfaces were mostly flat with a granular surface texture. The catheter was dissected at the location of the bulge and along with dried blood residue, an opaque white, crystalline substance was found to be fully occluding the red lumen of the catheter. This occlusion appears to have caused the red lumen to become over-pressurized and consequently burst just proximal to the occlusion. H3 other text: evaluation findings are in section h.11.

Event description:
It was reported ¿catheter leak on a 5fr t/l powerpicc solo.¿